Event description:
Healthcare professional reported that approx seven months post implant, the pt expired as a results of a thromboembolic event - resulting from non-compliance with anti-coagulation regimen. No autopsy performed therefore, valve remained implanted and was not returned for analysis.